Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. D and the heartmate 3 patient handbook, document rev. A, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU ¿introduction¿, lists potential adverse events, including infection, sepsis, multiple types of organ failure and dysfunction, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management", lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient passed away due to multi-system organ failure and septic shock. Positive blood cultures with vegetations was found on the patients implantable cardioverter-defibrillator (ICD). It was reported that the patient's outcome was not device or therapy related. The device would not be explanted.